Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No unexpected no delivery alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was also programmed with a test glucose meter. The pump communicated properly and recorded the 104 mg/dl value properly from the glucose meter. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip and a scratched case at the end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her drive support cap was flush. The patient's blood glucose at the time of incident was 321 mg/dl. The insulin pump was returned for analysis.